Event description:
I made an appointment to see dr. (B)(6) on (B)(6) 2023 to address my tmd since I was grinding my teeth at night. I was not in a flare or having any tmd symptoms (clicking or locked jaw pain) when 1 aw (B)(6) evaluated me in his office and then offered me oral appliance therapy which he said would definitely help my tmd. He also recommended that I go to physical therapy 2x a week for 8 weeks and his office would give me a list of places he recommended since l couldn¿t go to him for it (too far and he was very expensive). He said I wouldn¿t l need any surgical intervention and that orthodontics wouldn¿t help me. L shared all my relevant medical history with (B)(6) and I asked a lot of questions about the oral devices. I was very concerned that they would make my tmd worse because I grind at night and the night guard my dentist gave me made my tmd worse. (B)(6) explained that his oral appliance were worn in stages (gradual graduation to the next over time) and would not make my tmd worse in any way; he told me very confidently that they would help my symptoms and tmd root cause. He took an x-ray of my mouth but didn¿t' do a CT scan or recommend an MRI. His office manager carol told me the 3 oral appliances would be $3400 outside of insurance and I had to pay upfront. I paid with the confidence that these oral therapy appliances would at least help if not cure my tmd based on what (B)(6) advised. I paid the $3,400 on my credit card and then a model and measurements were taken of my mouth. I went home and wore the first oral appliance as prescribed - put in an hour before bed and wear overnight then take out in am. I did this for a couple days and then I woke up in the middle of the night with a locked jaw and in pain. I called (B)(6) and he got on the phone and advised me to only wear the appliance 2-3 hours during the day until he saw me again on (B)(6). I did that. On 4/20 he adjusted the oral device and told me to try wearing it at night again. He said since it was made in his office it wouldn¿t be perfect but the next oral appliance would be because it was being made in a lab. It wasn't. I started physical therapy almost immediately after I saw (B)(6)- a place his office recommended. I went to physical therapy 2x a week and am still going to this day. 5 months later. I wore the first appliance again that night on (B)(6) and my jaw locked again and I was in pain. I called (B)(6) and he told me to wear the device again during the day for the next month but to stop if my tmd symptoms got worse. I did that for 5 days and had continual jaw locking and was in excruciating pain. I called, (B)(6) advised me to only wear the device during the day and not at night. I did that and had jaw locking and excruciating pain and on (B)(6) (B)(6) told me to stop wearing the device because the appliance wasn't working. I went back and saw (B)(6) on (B)(6) for the second oral appliance that was made in the lab. I went home that night and wore it overnight for two days and then again woke up in extreme pain with a locked jaw. I called (B)(6) office on 5/30. He told me the same thing - try wearing it 2-3 hours during the day if I could tolerate it. I could tolerate day time wearing for about a week before my jaw locked again and I was in excruciating pain. I went back into see (B)(6) on (B)(6) for him to adjust the oral appliance. I went home that night and my jaw locked again and I woke up in the middle of the night in excruciating pain. I called (B)(6) on (B)(6) and he told me to stop wearing it all together and wait for the 3rd appliance to be ready - it was being made in the lab. I told him I was concerned that this oral device therapy wasn't working and he assured me this last appliance would the "the one" to help me and make my tmd better. I was very skeptical but trusted him because he's a tmd expert. I continued with physical therapy. I went back to see (B)(6) on (B)(6) and got the third oral appliance. While I was in his office and while he was fitting me with the third appliance my jaw locked in his presence. I told him I was very concerned about my jaw locking and pain from the oral appliance and he told me all would be ok. He told me to go home and wear the device that night. I told him I didn't agree but he assured me again this device would help. I wore it as prescribed - overnight. That lasted two nights. On sunday (B)(6)I was miserable -locked jaw and excruciating pain. The worst locked jaw and pain I've ever been in. That lock jaw and extreme pain lasted for three solid weeks. It was hell. On (B)(6). I called (B)(6) and left a very detailed message with his nurse karen about my extreme pain and locked jaw. I told her I paid $3,400 and have only gotten worse since starting with the oral devices. She told me (B)(6) would compensate me and call me back. He never did. I called back on (B)(6) because I hadn't heard from (B)(6) yet and left the same detailed message with his office manager carol who was shocked he hasn't called me and apologized on his behalf. She said he'd call at the end of the day. He called me 20 min later but I was on a work call and couldn't answer. I called back shortly thereafter and left another message with carol. No call back from (B)(6) I called again on thurs (B)(6). (B)(6) called me back on (B)(6) but I missed him again - he didn't tell me when I could reach him back and never tried calling me back since. I called again on (B)(6). No call back from (B)(6) I am so upset that 1. I paid $3,400 for devices that weren't fit properly and didn't work per (B)(6) (B)(6) they made my tmd so much worse and 2. (B)(6) hasn't connected with me since I got worse. He hasn't shown care and didn't do anything different to help me aside from continuing to push me wearing the oral appliances that were hurting me and making my tmd much worse. Dr stein convinced me to try the second and third appliances despite the first one not working and not fitting properly -- I was very hesitant but he assured me they'd work. None of the oral appliances worked as described -- they all locked my jaw and caused extreme pain. (B)(6) hasn't called me back to address my locked jaw and pain level despite several calls to his office. I want my $3,400 back. I did not get properly fitted custom oral devices and they did not work. I did not sign anything that told me they wouldn't work, rather (B)(6) assured me in his medical expertise that the devices would help me. They have not. I've already contacted the american dental academy about his inappropriate care. I have been in physical therapy now for 5 months with a physical therapist (B)(6) office recommended. (B)(6) told me I would only need physical therapy 2x a week for 8 weeks. The oral appliances made my tmd so bad that I've had to continue with physical therapy for 3 months longer than (B)(6) said I'd need it and will need it for the foreseeable future. I am still experiencing lockjaw and extreme pain. See the enclosed letter from my physical therapist stating that I was worse after wearing the oral appliances. The oral appliances have caused me extreme medical harm. Reference reports: mw5146599, mw5146600.